Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the error could still be noted after exchanging the instruments. After troubleshooting, it was determined that the issue was with the calibration of the imaging system. Representative reported that the issue could be replicated if the navigation was on the left side of the imaging system and the issue could not be replicated on the right side of the imaging system. It was reported that the imaging system was out of calibration. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device. It was reported that site experienced inaccuracy with some instruments. There was no patient present at the time of the issue.